Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that there was blood present within the sheath. The distal portion of the rotawire at the burr was not moveable. The burr device required soaking in water for a period of time to break up fluids within the device to attempt wire removal. The distal portion of the wire was broken in attempt to remove the wire from the burr which was unsuccessful as the wire and burr were frozen. Microscope inspection of the device found no further damage or irregularity. The burr housing was removed to further view the coil, which presented no further damage or irregularity. The media depicts a portion of the burr catheter, and a wire within the catheter exiting the handshake connection; no damage was visible, but blood is visible within the sheath.

Event description:
It was reported that the burr was stuck in the guidewire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, the burr could not be withdrawn and eventually found out that the burr was locked with the guidewire. Both were removed from the patient's body and completed the procedure with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the burr was stuck in the guidewire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, the burr could not be withdrawn and eventually found out that the burr was locked with the guidewire. Both were removed from the patient's body and completed the procedure with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).